Event description:
According to the reporter, while being applied on rectum during hemorrhoidopexy, the staple line did not stuck, and when the stapler was removed, the staple line was ¿loose¿ and the stapler was bent. It was also reported that one half side was okay while the other half was sutured to fix the staple line, and the case was completed.

Manufacturer narrative:
Patient code - c64343 (surgical intervention required). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade, the anvil of the instrument was observed to be tilted, and the ring was received partially severed with the cut being offset. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is applied over tissue that does not meet the tissue compression requirement. The instructions for use of this product states: excess tissue thickness or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on rectum during hemorrhoidopexy, the staple line did not stuck, and when the stapler was removed, the staple line was ¿loose¿ and the stapler was bent.